Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that in a patella milling system the outrigger was loose and had too much movement.

Manufacturer narrative:
An event regarding assembly issue involving a outrigger assembly was reported. The event was not confirmed. Method & results: -device evaluation and results: the return device was dimensionally inspected and was verified that it was within specifications. Visual inspection of the device notice that is in almost new condition, no remarkable remarks of misuse or mishandled. The locking mechanism is in prime condition. -medical records received and evaluation: medical factors were not relevant on the reported event. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because the return device was verified the dimension of its matting design specified (.348 to .350 of an inch) the measurement from the return device was .348 of an inch; this measurement is with in specification.

Event description:
It was reported that in a patella milling system the outrigger was loose and had too much movement.